Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. Per caregiver (cg), the patient line did not prime to the top. It was a quarter to half inch from the top. The technical service representative (tsr) explained to the cg that the patient line has to prime to the top. If it does not, they need to re-prime before connecting the home patient (hp). The tsr had the cg cycle the power on the hc to clear the alarm. The cg was going to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.